Manufacturer narrative:
The field service engineer (fse) inspected the module and noted that the rinse tubing was oddly kinked at the rinse unit and at the cap around the rinse unit. He also noted that the water hose from the tank to the main pump was kinked between the caps on the rear side of the module. He suspected that dust has fallen over the module as the cuvette crown was sticky and white out. He noted crystallization on the doors and around the cuvette on the front of the system. He adjusted the rinse volume which was noted to be on the low side. He performed multiple precision checks with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine results for four patient samples tested on the cobas 6000 c501 module the initial results were reported outside of the laboratory. The patient samples were rerun on their other cobas module. Sample ID (B)(4) - the initial result from the module was 1890 umol/l. The repeat result from the other module was 64 umol/l. Sample ID (B)(4)- the initial result from the module was 1274 umol/l. The repeat result from the other module was 77 umol/l. Sample ID (B)(4)- the initial result from the module was 132 umol/l. The repeat result from the other module was 96 umol/l. The reagent lot number and the expiration date were requested but not provided.